Manufacturer narrative:
No product samples or videos were returned for investigation. An image was returned showing a filter; however, a leak is not readily evident from the image provided. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
Update: in clarification to the above event, the complaint was reported by a nurse regarding a leakage that occurred on patient jf with dr. (B)(6) as the attending physician. Emalasarte (B)(6) 2019.

Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that a plum set was leaking chemotherapy. There was patient involvement but no report of an adverse event or delay in critical therapy.